Manufacturer narrative:
Implant date is approximate based on reported implant in (B)(6) 2019.

Event description:
It was reported that the patient underwent a surgical revision of this artificial urinary sphincter (aus) to reposition the pump component. The pump was repositioned successfully. A patient outcome was not reported.